Event description:
Reported that after extended use the images recorded were grainy and of poor quality. Reported that the system had been left unplugged from the mains for the previous night. No adverse patient effects reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified during half shots that the battery voltage was dipping below the specified 160 vdc. The battery pack was replaced and the correction verified. The system was tested and found to be working as intended and placed back into service.